Manufacturer narrative:
(B)(4). A wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath and not deployed. Visual examination of the returned device found the outer sheath was detached/broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the gas section). The inner shaft was kinked at the proximal exterior tube- endoscope interface (proximal end of the gas section). Functional evaluation revealed it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. There were no issues with the stent and no other issues with the delivery system were noted. The damages noted with the wallflex biliary fully covered rmv stent and delivery system are consistent with the application of excessive force during usage. Taking all available information into consideration, the investigation concluded that the noted damages and the reported failure were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probably root cause assigned to this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a 2 cm malignant stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to fully deploy. The stent was removed from the patient partially deployed without any issue. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion was reported to be okay. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath (gas) section).